Manufacturer narrative:
(B)(4). Device evaluated by MFR: device returned for analysis. The hypotube, collar, distal shaft and tip were microscopically and tactilely inspected. Inspection revealed numerous kinks in the hypotube, a kink in the distal shaft located 13 cm from the tip of the device, and the shaft was partially separated at the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A guidezilla¿ guide extension catheter was selected for use. During procedure, it was noted that the device was unable to cross the lesion due to angulation and calcification of the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable. However, device analysis revealed that the shaft was partially separated at the collar.